Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / bat219458/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4). Mfg date: 2016-06-30. (B)(4). : heartware ventricular assist system ¿battery. Battery / bat360545/ model #: 1650de / expiration date: 2017-10-31, UDI #: (B)(4).: mfg date: 2016-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. The power switching event was associated with a pump startup event. One of the batteries have been exchanged the other batteries have been in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that after routine log file review, one of the batteries were indicated to have had a communication error.

Manufacturer narrative:
Corrected: b3, b5, h10. Product event summary, h10 additional products product event summary: one (1) battery (B)(6) was returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Additionally, data log files revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the event log file also revealed four (4) controller power-up events with associated motor start events logged in which (B)(6) was involved, indicating losses of power to the controller. The controller power up events were logged on (B)(6) 2018 at 18:53:55, on (B)(6) 2018 at 13:54:31, on (B)(6) 2018 at 08:30:57, and on (B)(6) 2018 at 07:15:37. The controller was without power for 12 seconds. 11 seconds, 12 seconds, and 14 seconds, respectively. Several momentary disconnections were logged in the periods leading up to and following the losses of power. As a result, the reported events were confirmed. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to an intermittent disconnection on one or both power sources and/or a disconnection of both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(6). H6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event, con303607, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat587801 and bat360545. Analysis of the event log file revealed four controller power up events, with associated motor start events, logged in which bat587801 was involved, indicating losses of power to the controller. The controller power up events were logged on (B)(6) 2018 at 18:53:55, on (B)(6) 2018 at 13:54:31, on (B)(6) 2018 at 08:30:57, and on (B)(6) 2018 at 07:15:37. The controller was without power for 12 seconds, 11 seconds, 12 seconds, and 14 seconds, respectively. Several momentary disconnections were logged in the periods leading up to and following the losses of power. As a result, the reported power switching and "pump startup" events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to an intermittent disconnection on one or both power sources and/or a disconnection of both power sources. An internal investigation has been opened to evaluate the controller losing power and momentary disconnects and implement corrective actions as required. Additional products: battery, bat219458 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat360545 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.